Manufacturer narrative:
(B)(4). Product is not returned for investigation yet. Manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that the meter would not power on when a test strip was inserted. Sister is calling on behalf of the customer who was not available at the time of the call. Customer has had the meter for over 5 years. The battery had been changed the day of call and during the call, the meter powered on using the power button and when a test strip was inserted. Sister stated that the customer feels well and did not report any symptoms.